Event description:
The potential for an incident to occur due to a product I believe is dangerous or unsafe. I was brushing my teeth, and the toothbrush I was using broke. Retailer product purchased from: (B)(6). Purchase date: (B)(6) 2011. The product was not damaged prior to the incident. The product was not modified prior to the incident.